Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a small hole in the extension set. The user states they connect them to the patient's central venous access as a port for medications during pheresis procedures. No patient harm reported.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak from a cut in the tubing was confirmed. Visual inspection showed that there was a slice in the tubing proximal to the smartsite, measuring 2.16 mm in length. Functional testing and pressure testing confirmed a leak directly above the smartsite. The root cause of the slice in the tubing was not able to be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.